Event description:
It was reported that while in the catheter room the md inserted the catheter for a "right cardiac angiography" procedure. After the catheter was inserted, the contrast medium was injected into the catheter; the injection volume and pressure is unk. A leak was observed at the middle part of the catheter body. A small hole was found at the "leak site." The catheter was removed. A new catheter was not inserted as it was not necessary. There was no reported pt death or injury. Medical/surgical intervention was not required. Additional info received from (B)(4) on (B)(4) 2010 stated that "during the injection, the leak was observed at the middle part of the catheter body. A small hole was found at the leak site, on catheter body. The catheter was removed. No surgical removal was performed. A new catheter was not inserted as further contrast medium did not need to be injected. It is unk if pretest was performed before use."

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.